Manufacturer narrative:
Nonconforming cam channel. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cam plate broken. The instrument was cycled, and ejected the remaining clips due to the condition of the cam plate. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the applier is dispensing unformed clips. Another device was used to complete the procedure. There was no patient consequence.